Manufacturer narrative:
The investigation for the reported thrombosis and delivery issues have been completed. The device nor data logs were returned for evaluation. However, the clinical report is sufficient to determine a root cause. Therefore, the root cause of the thrombus was biomaterial buildup and the delivery issues was due to patient condition. The instructions for use provides suggestions on how to prevent thrombus formation into the device. It states :¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79yo male was implanted with an impella 5.5 device for mechanical circulatory support. An attempt was made to place a 5.5 via the graft but delivery was not possible. The pump would not pass the junction into the ascending aorta. The team removed the pump and found the pump to be thrombosed. The decision was made to insert an impella cp with success. There was no patient harm reported.